Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button error alarm and had no button response due to corroded keypad traces. Unable to perform the displacement test due to the unresponsive buttons. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube and cracked battery tube threads.

Event description:
It is reported by the patient that their insulin pump displayed a button error. The patient's blood glucose level is 137mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.